Event description:
On (B)(6) 2012 customer reported a fluid leak from the front of the lh750 analyzer. Customer stated that the leak spread to the back and about 5 ml of clear fluid leaked onto the counter. Customer stated that during troubleshooting it was determined that the fluid came from the flowcell during a start-up. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that pinch valve 53a was broken. This caused the tubing at pinch valve 61 to pop off and drain the diluent from the backwash tank. Fse replaced the pinch valve, actuator and tubing. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).